Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer's blood glucose was 124 mg/dl. Customer reported that when battery was changed, pump received an unexpected restart alarm and was not able to clear alarm due to the act and esc buttons not responding. Customer states that insulin pump was exposed to moderate rain and hour prior to alarm. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump alarmed during the rewind due to a corroded motor home switch. The insulin pump had intermittent button response due to a corroded electronic assembly. The functional testing could not be completed due to this anomaly. The insulin pump was received with a cracked case at the display window corners, cracked display window, cracked belt clip slot, cracked battery tube threads, minor scratches on the display window and a corroded vibrator motor assembly.